Event description:
Customer obtained a reading on his aviva meter of 135 mg/dl while experiencing symptoms of hypoglycemia (muscle spasms). Customer's father fed him soda pop. The emts were called and arrived approximately 15 minutes later. Customer was recovering at that time and ate. Customer tested at 130 mg/dl on the emt meter. No treatment was provided by emts. No actions taken based upon device results. Requested return of suspect device and strips, and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Other text : na.